Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having issues during the fill tubing sequence, and the customer was unable to perform a steady fill. Reportedly, the customer thought that the pump was "hesitating". The customer reported being able to eventually perform filling the tubing and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.